Manufacturer narrative:
No fault found.the aquarius system must only be operated in accordance with the procedures contained in the operating manual, by trained personnel. The use of operating procedures, maintenance procedures, or accessory devices other than those published or recommended by the manufacturer can result in patient injury or death. During our investigations we found that the machine worked within its specification and no failure was found. The patient injury was caused by an off label use of the anticoagulation pump of our aquarius machine and by a user error.

Manufacturer narrative:
The history noted that at the corresponding time of the incident, numerous ¿clamp heparin line¿ alarms had been activated on the aquarius machine.

Event description:
Reportedly, as reported on pager system by s/n to (els) 18:45 hrs in 2009, that the nurse had placed a flolan syringe into the heparin syringe driver on the aquarius machine and left the clamp on (closed). The nurse looking after patient observed that the aquarius machine was making a strange sound from the syringe driver. On closer inspection, it was found that the clamp on the heparin line was closed, clamp was then opened, and the patient received a bolus of flolan thus causing the patient to become hypotensive. The patient then regained her blood pressure with the aid of inotropes (already on inotropes). The nurse reporting the incident raised a couple of concerns following this incident. Why was no alarm triggered to inform the user that the clamp was left on and, why were the staff not told that the syringe driver was only licensed for heparin.I visited the site on 27/02/2009 and interrogated the history, it was noted that at the corresponding time of the incident numerous ¿clamp heparin line¿ alarms had been activated on the aquarius machine. I was also informed by (pdn nurse) who had attended the study day on the aquarius that she was told that the syringe driver on the aqurius was only registered as a heparin syringe driver.